Event description:
It was reported that balloon rupture occurred. The severely calcified target lesion was in the posterior tibial artery. A 3.0mmx30mmx143cm coyote nc quantum apex was advanced after the guidewire was crossed through. However, the balloon has ruptured at 8 atmospheres during the second inflation. The procedure was completed with another of the same device. No patient complications reported.